Manufacturer narrative:
H3, h6, b5: one 72204401 screw biosure regenesorb 8mm x 30mm, used in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during a knee surgery the biosure screw was inserted but it was slightly proud, the driver-screw was inserted again and when it was turned the screw keep spinning, when the driver-screw was removed the screw breaks¿. An exact root cause cannot be determined with confidence without the pertinent clinical details; however, factors that could have contributed to the reported event include: not preparing the insertion site as required by the instructions for use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that during a knee surgery the biosure screw was inserted but it was slightly proud, the driver-screw was inserted again and when it was turned the screw keep spinning, when the driver-screw was removed the screw breaks. The procedure was successfully completed without a significant delay. It is unknown if a back -up device was available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a knee surgery the biosure screw was inserted but it was slightly proud, the driver-screw was inserted again and when it was turned the screw keep spinning, when the driver-screw was removed the screw breaks. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.